Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband was reported via phone call that, the insulin pump had compromised force sensor system alert. The blood glucose was 40 mg/dl at the time of the incident and the current blood glucose was 69 mg/dl. Customer stated that, insulin was squirting out during the manual prime process. Customer treated low blood glucose with slushie. The drive support cap is loose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, stained address/serial number label and stained end cap sticker.